Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered to be confirmed because a revision surgery was reported. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The DHR could not be reviewed due to the lot number remaining unknown. There are no indications of manufacturing defects. For all non-custom tmj fossa implants in the previous one year (from the notification date) regarding limited range of motion leading to a revision, there is a complaint rate of (B)(4), which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is a patient condition leading to ankylosis and fusion of the tmj joint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00250. Implantation date occurred in 2015. Concomitant medical products unknown right mandible, part# ni, lot# ni. Tmj system right fossa component, medium, part# 24-6560, lot# ni. Unknown screws, part# ni, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the patient underwent a revision of temporomandibular joint implants on the right side following implantation five (5) years ago due to ankylosis. The right mandible and right fossa components were removed and no new implants were placed. No additional patient consequences have been reported.